Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. The customer disconnected/reconnected the luer lock connection, filled tubing, and saw drops of insulin out of the tubing. Additionally, it was reported that there were air bubbles in the tubing. The customer's blood glucose level was 208 mg/dl. Recommendation was made by tandem's technical support for the customer to prime the tubing until air was removed. The customer resumed insulin delivery.